Manufacturer narrative:
The distributor transferred the camera from the main light head to the second light head of the configuration. The camera and both cupolas are functional.

Event description:
Factory reference number: (B)(4).

Manufacturer narrative:
The customer found that the three screws fixing the camera to the light head were loose. The distributor evaluated the device and tried to re-tighten the screws, but as this was not possible. He removed the camera. The three studs fixing the camera to the light head had dislodged from the support ring. Maquet determined that the most probable cause for this incident was an excessive mechanical effort that stressed the handle support during use. The volista user manual indicates to check the light head for any damage, on a daily basis prior to use.

Event description:
During an operation, the customer noticed that the camera of a surgical. Light was unsteady. No injuries were reported. (B)(4).